Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced bradycardia and dizziness, and the right ventricular (rv) lead exhibited oversensing of noise resulting in inhibition of pacing. It was also noted that the left ventricular (lv) lead had exhibited a loss of capture at some point in the past, and was programmed off.  The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.